Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump requested a minimum of 50 units after filling the cartridge with insulin during the load process. The customer changed out the cartridge and was able to complete the load process. Customer reported a blood glucose level of 179 (mg/dl) and indicated that a correction bolus would be administered with the pump to stabilize bg level.